Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) oversensing which had the appearance of myopotential or diaphragmatic oversensing. This resulted in a second and a half of pacing inhibition. The rv impedance measurements were within normal range. Multiple pacemaker mediated tachycardia (pmt) episodes were observed. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). The health care professional (hcp) would discuss with the physician. This ICD remains in service. No adverse patient effects were reported. Additional information was received that this ICD was explanted and rv lead surgically abandoned due to myopotential oversensing leading to greater than 3 seconds of pacing inhibition, in this pacemaker dependent patient. A new device and rv lead were implanted and remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) oversensing which had the appearance of myopotential or diaphragmatic oversensing. This resulted in a second and a half of pacing inhibition. The rv impedance measurements were within normal range. Multiple pacemaker mediated tachycardia (pmt) episodes were observed. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). The health care professional (hcp) would discuss with the physician. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) oversensing which had the appearance of myopotential or diaphragmatic oversensing. This resulted in a second and a half of pacing inhibition. The rv impedance measurements were within normal range. Multiple pacemaker mediated tachycardia (pmt) episodes were observed. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). The health care professional (hcp) would discuss with the physician. This ICD remains in service. No adverse patient effects were reported. Additional information was received that this ICD was explanted and rv lead surgically abandoned due to myopotential oversensing leading to greater than 3 seconds of pacing inhibition, in this pacemaker dependent patient. A new device and rv lead were implanted and remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is being requested to be returned.